Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer control board issue. A field service engineer replaced the drawer control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had power failure. The customer stated that the station would not turn on and the issue persisted even after rebooting the device. The entire station was down due to that issue and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.